Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient complained of pocket heating while charging the ipg. Reportedly, the ipg is located over the sciatic nerve causing discomfort. Reprogramming was attempted to reduce the frequency of charging. Patient was educated on charging guidelines. Surgical intervention is pending to address the issue.

Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was restored post operatively.